Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user states the rear right wheel has fallen apart on his unit.